Event description:
During removal of hardware for an unknown reason, the screws stripped and were stuck in bone. The surgeon used a midas rex to cut the plate away from the screws, and removed the screws with vice-grips. This caused a surgical delay of 45 minutes. Qty: unknown.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product code and/or lot codes required to retrieve the device history records was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.